Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cut pedal was found to not activate. The cable shielding and yellow wire were cut 10 inches from the connector; however, the repair was not completed because the footswitch is pending service center disposition. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing on an unknown date, relign product returned for unknown issue. No patient involvement or impact. At investigation it was noted wiring was cut exposing metal wire. Due diligence information complete as no additional information indicated.